Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I look pregnant') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case. All the information: reporter¿s information and references details and source documents were transferred from deletion case no (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (batch no. C91768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation. Concurrent conditions included obesity and menorrhagia. Concomitant products included medroxyprogesterone acetate (depoprovera) (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced tooth fracture ("dental problems: broken teeth") and bloating ("bloating"). In 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches") and fatigue ("fatigue,"). In 2017, the patient experienced memory impairment ("forgetfulness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gingival recession ("receding gums"), gingival disorder ("gum loss"), musculoskeletal pain ("shoulder pain"), arthralgia ("hip pain/ knee pain") and abdominal distension ("stomach swelling"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, tooth fracture, gingival recession, fatigue, memory impairment, musculoskeletal pain and abdominal distension outcome was unknown, the depression and bloating had resolved and the arthralgia was resolving. The reporter considered arthralgia, bloating, depression, fatigue, gingival disorder, gingival recession, memory impairment, migraine, musculoskeletal pain, pelvic pain, tooth fracture and abdominal distension to be related to essure. The reporter commented: current weight 219lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: total bilateral occlusion; on 26-may-2015: successful tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs and mr received. Lot number was added. New events added: pelvic pain, depression,. Migraines / headaches, broken teeth, receding gums, gum loss, fatigue, bloating, forgetfulness, shoulder pain, hip pain/ knee pain, stomach swelling. Concomitant drug, concomitant conditions, reporters, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (batch no. C91768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation. Concurrent conditions included obesity and menorrhagia. Concomitant products included medroxyprogesterone acetate (depoprovera) (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced tooth fracture ("dental problems: broken teeth") and bloating ("bloating"). In 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches") and fatigue ("fatigue,"). In 2017, the patient experienced memory impairment ("forgetfulness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gingival recession ("receding gums"), gingival disorder ("gum loss"), musculoskeletal pain ("shoulder pain"), arthralgia ("hip pain/ knee pain") and abdominal distension ("stomach swelling"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, tooth fracture, gingival recession, fatigue, memory impairment, musculoskeletal pain and abdominal distension outcome was unknown, the depression and bloating had resolved and the arthralgia was resolving. The reporter considered arthralgia, bloating, depression, fatigue, gingival disorder, gingival recession, memory impairment, migraine, musculoskeletal pain, pelvic pain, tooth fracture and abdominal distension to be related to essure. The reporter commented: current weight 219lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2015: successful tubal occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (batch no. C91768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation. Concurrent conditions included obesity and menorrhagia. Concomitant products included medroxyprogesterone acetate (depoprovera)(B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced tooth fracture ("dental problems: broken teeth") and bloating ("bloating"). In 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches") and fatigue ("fatigue,"). In 2017, the patient experienced memory impairment ("forgetfulness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gingival recession ("receding gums"), gingival disorder ("gum loss"), musculoskeletal pain ("shoulder pain"), arthralgia ("hip pain/ knee pain"), abdominal distension ("stomach swelling") and bone loss ("bone loss"). The patient was treated with surgery (b/l salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, tooth fracture, gingival recession, fatigue, memory impairment, musculoskeletal pain, abdominal distension and bone loss outcome was unknown, the depression and bloating had resolved and the arthralgia was resolving. The reporter considered arthralgia, bloating, bone loss, depression, fatigue, gingival disorder, gingival recession, memory impairment, migraine, musculoskeletal pain, pelvic pain, tooth fracture and abdominal distension to be related to essure. The reporter commented: current weight 219lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2015: successful tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - bone loss and reporter information were added. On 23-mar-2020: reporter information added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.